Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified, 90% stenosed mid left anterior descending artery. Resistance was felt when crossing the lesion with the 3.0x15 mm nc trek balloon catheter. The trek balloon ruptured on the first inflation at 12 atmospheres. The catheter was withdrawn without resistance and a pinhole was observed in the balloon. A non-abbott balloon was used for pre-dilatation and a stent was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.